Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was not receiving alerts from the pump. The customer reported that the pump vibration and volume were too low. The customer's blood glucose level was 100 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.